Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5+ functional tricuspid regurgitation (tr) with pacemaker lead for a triclip procedure. During the procedure, 2 mitraclips were implanted successfully on the anterior and septal leaflets. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, tee (transesophageal echocardiogram) was performed where it was determined that there was a movement of clip and single leaflet device attachment (slda) from anterior leaflet. Imaging was difficult. Per the physician, the partial clip movement and slda was due to so much pressure on the clip as patient has decided to stop taking the medications which lead to heart dilating. Tr was grade 3-4 after slda. Additional triclip was implanted on the anterior and septal leaflet for stabilization. The tr was reduced to grade 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) and partial clip movement appears to be related to procedural conditions. The reported image resolution poor could not be conclusively determined. Tricuspid valve regurgitation was a cascading effect of slda. Tricuspid valve regurgitation is a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5+ functional tricuspid regurgitation (tr) with pacemaker lead for a triclip procedure. During the procedure, 2 mitraclips were implanted successfully on the anterior and septal leaflets. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, tee (transesophageal echocardiogram) was performed where it was determined that there was a movement of clip and single leaflet device attachment (slda) from anterior leaflet. Imaging was difficult. Per the physician, the partial clip movement and slda was due to so much pressure on the clip as patient has decided to stop taking the medications which lead to heart dilating. Tr was grade 3-4 after slda. Additional triclip was implanted on the anterior and septal leaflet for stabilization. The tr was reduced to grade 1-2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.